Event description:
Customer's brother called to report a hospitalization due to high blood glucose. The paramedics were called to customer residence and transported customer to hospital. The blood glucose at the time of the event was over 600 mg/dl. Customer pulled out infusion set and blood was in the bathroom. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.